Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 350 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer gave herself .8 units of insulin. Approx 2 hour and 15 minutes later, the customer wondered why .6 units were already out of her body. The customer was advised that active insulin was working in her body. The customer was advised to call back.